Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a nurse noticed that the tpn which was programmed to infuse at 67ml/hr for 24 hours infused faster than expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed the device was in good condition with the instrument seal intact. The only observed anomalies were slightly dull iui connectors. Analysis of the pcu event log shows that the pump module was programmed to infuse tpn at a rate of 90ml/hr at 10:16 am on (B)(6) 2018. The infusion ran until 1:41 pm on (B)(6) 2018 when the device was channeled off. The volume recorded as being infused during this period was 2313.68ml. During functional testing the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that a nurse noticed that the tpn which was programmed to infuse at 67ml/hr for 24 hours infused faster than expected. There was no patient harm.